Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, states, ¿dislocation and subluxation due to inadequate fixation and improper positioning," "loosening due to loss of fixation" and ¿wear and / or deformation of articulating surfaces.¿

Event description:
It was reported the patient underwent right total hip arthroplasty on (B)(6) 2004. Subsequently, the patient underwent a revision procedure on an unknown date due to unknown reasons. The cup was removed and replaced by a competitor cup and liner. The patient was revised again on (B)(6) 2015 due to instability, dislocation, and subluxation caused by poly wear of the competitor liner. The biomet modular head and competitor cup and liner were removed. The procedure was completed with a biomet modular head and a competitor cup and liner.